Event description:
Device report received from hungary reported that a device broke post operatively and a second operation was needed. In the glenoid head the polyethylene inlay folded down. Reportedly during the first operation all surgical steps were followed correctly.

Manufacturer narrative:
Synthes us complaint handling became aware of this event on (B)(4) 2011. Investigation could not be completed, no conclusion could be drawn as no device was returned.